Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of lesion. However, it was reported that, approximately 4 years post index procedure, the patient returned for follow-up and false lumen perfusion and aneurysmal evolution of the descending thoracic aorta distal to the prosthesis were observed. The patient received an unknown interventional treatment on an unknown date which resolved the false lumen perfusion. There was an unknown diagnostic procedure on an unknown date which didn't resolve the aneurysmal evolution. It was reported that, per the physician, the cause of the false lumen perfusion is unknown but the aneurysm evolution may be related to vascular complications. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received for this case reported that the valiant stent graft used for treatment of a thoracic aortic dissection type b aneurysm covering the area of the false lumen profusion. False lumen status at the level of the stented segment of the aorta is marked as ¿completely thrombosed¿ at 1-month CT scan. If information is provided in the future, a supplemental report will be issued.